Event description:
Reporter indicated that pt was diagnosed with left vocal cord paralysis following vns implant surgery. Stimulation had not yet been initiated. Stimulation was initiated at follow-up appointment 16 days post implant, at which time the pt's voice reportedly sounded better.